Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rotatable clip fixing device did not close and the clip opened. The issue occurred during a therapeutic endoscopic mucosal resection (emr) procedure. The procedure was completed using similar device. There were no reports of patient harm.

Event description:
It was reported the rotatable clip fixing device did not close and the clip opened. The issue occurred during a therapeutic endoscopic mucosal resection (emr) procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection. Based on the results of the investigation and because the reported event could not be confirmed and a root cause could not be determined. Additionally, a new event was confirmed; operating wire coating of applicator peeled off. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk4802 27 ·before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. ·do not squeeze, wipe, or rub the rotating clip device. It may led to damage or deterioration of the function of the rotating clip device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.